Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, a 3.0x18 mm xience skypoint was unable to pull negative pressure. There was no patient involvement. No additional information was provided.